Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Customer's blood glucose level was 40 mg/dl. Low bg was addressed by consuming carbohydrates. Tandem technical support assisted caller with cleaning the speaker holes. Reportedly, the customer continued to use the pump for insulin therapy.